Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 590 mg/dl and ketones a healthcare provider deemed life threatening on (B)(6) 2026. Reportedly, some supplies had been used beyond labeling. Tandem technical support educated the customer on insulin labeling. Customer was treated with intravenous fluids of saline and insulin as well as a correction injection to address the elevated bg. Customer was discharged on (B)(6) 2026 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.